Event description:
It was reported that while using a handpiece, the bur fell out and was swallowed by the pt. The bur was retrieved by means of an endoscopic procedure.

Manufacturer narrative:
Because the cartridge was not manufactured by dentsply, it cannot be said that the device malfunctioned. However, because intervention was required in this cause, this event meets the criteria for reportability.